Manufacturer narrative:
Device evaluated by MFR: a 4.00mm x 48mm synergy ii drug eluting stent delivery system (sds) was returned for analysis. Examination of the stent identified stent damage. Stent struts in the distal region lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. Device tracked without issues on a 0.0140inch test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent strut damage occurred. A percutaneous coronary intervention was performed on a patient with multivessel disease. A 4.00 x 48 synergy balloon expandable stent was advanced to the 80% stenosed, moderately calcified and mildly tortuous lesion. There was difficulty advancing the synergy balloon expandable stent to the lesion. The synergy balloon expandable stent was removed from the patient. It was observed that synergy balloon expandable stent struts were damaged. The struts became detached while placing the drug eluting stent (des) for the first time. It was noted that the detached struts were removed on the delivery system (sds). The device was removed intact. The procedure was completed using an alternative method and no patient harm resulted in relation to this event.

Event description:
It was reported that stent strut damage occurred. A percutaneous coronary intervention was performed on a patient with multivessel disease. A 4.00 x 48 synergy balloon expandable stent was advanced to the 80% stenosed, moderately calcified and mildly tortuous lesion. There was difficulty advancing the synergy balloon expandable stent to the lesion. The synergy balloon expandable stent was removed from the patient. It was observed that synergy balloon expandable stent struts were damaged. The struts became detached while placing the drug eluting stent (des) for the first time. It was noted that the detached struts were removed on the delivery system (sds). The device was removed intact. The procedure was completed using an alternative method and no patient harm resulted in relation to this event.